Event description:
It was reported that a spectrum infusion pump alarmed air in line when there was no air during preventative maintenance testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line alarms during preventative maintenance testing" was reproduced. A review of the event history log revealed multiple events of 'air-in-line!'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.